Event description:
Pt required another pressor to be added, epinephrine, and titrated the gtt per protocol. Nurse noted that there were no drips in the chamber, half of the bag should be gone according to the vtbi and it was still mostly full. IV pump switched out and pressor requirement then decreased. Up to our biomed dept if the pump can be sent back, but baxter has been on site.